Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgery performed on (B)(6) 2020? Was the suture found split in package or during dispensing or during use? Please clarify. What tissue was being approximated or sutured when the suture ¿split¿? Please clarify what does ¿suture split¿ mean: breakage or fraying? Were there any patient consequences due to the suture event (rough and split)? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2020 and suture was used. The suture was found to be split. The procedure was completed using a new like device and there were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2020.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: was the surgery performed on (B)(6) 2020? Yes. Was the suture found split in package or during dispensing or during use? Please clarify. Unobtainable. What tissue was being approximated or sutured when the suture ¿split¿? Unobtainable. Please clarify what does ¿suture split¿ mean: breakage or fraying? Fraying. Were there any patient consequences due to the suture event (rough and split)? No patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.